Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis cassette was damaged. This was noted during prime for peritoneal dialysis. The customer stated that cassette sheeting was not sealed appropriately. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.